Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number: 0012630481 was returned and analyzed. Visual inspection was carried out. The catheter showed visible damage with the shaft broken at the distal tip of the handle. The slide function was stuck, and the capture device appeared normal without any unusual features. The catheter was successfully connected to a test catheter interface cable (cic) without resistance. The connection was secure, confirmed by both latches fully engaging with the catheter connector. Mechanical verification of steering and slide mechanisms. The slide control was stiff, even after softening the guidewire lumen with disinfectant to address potential dried blood. The steering function operated normally, allowing approximately 170° rotation in both directions at the distal catheter tip. However, the stiffness of the slide control mechanism restricted its full range of motion. The catheter was reprogrammed and linked to the generator via a test cic. During the procedure, an error (error 2000) related to catheter electrical current was encountered. The electrical continuity test revealed an open loop at electrode 9. X-ray imaging showed entangled electrode wires inside the handle and a broken hypotube within the handle. In conclusion, the catheter failed the return product in spection due to entangled electrode wires, a broken shaft handle at the distal end and a broken hypotube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, at the end of the case there was blood dripping from the handle where the slider is located, which was not from the physician or technician's hands. The catheter was flushed on the back table after removal from the patient and functioned properly throughout the procedure. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.